Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: bending section cover or distal sheath rubber had a cut; light guide bundle break, had a breakage; there was no image; bending section had a heavy bite; there was no angulation reading; and control knob movement had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that visera laparo-thoraco videoscope, had broken tip- flexible end is bent. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that there was no image. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to irregular stress was applied to bending section during user handling, which damaged image sensor unit and light guide (lg)-bundle inside the bending section, leading to breakage of the lg-bundle and abnormal image. The event can be detected by following the instructions for use (IFU) section: visera laparo-thoraco videoscope ltf-vp endoeye laparo-thoraco videoscope ltf-vp-s chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.